Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the actual device was received for analysis. An empty labeled winding former and a detached needle of product code vcp317 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Slightly marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿when closing the wound, the suture was detached from swage part of the needle during dermostitch¿.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? The lot number is unknown. Did the needle break at the swage location? Or did the whole needle detach from the suture at the swage location? No further information is available. No further information will be provided.

Event description:
It was reported the patient underwent an unknown open ob-gyn procedure on an unknown date and suture was used. When closing the wound, the suture was detached from swage part of the needle during dermostitch. It was not a control release needle. There is a possibility of needle breakage. The needle didn¿t fall into the patient¿s body. There were no adverse consequences to the patient.